Manufacturer narrative:
Follow-up #1: date of submission 08/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: investigators were unable to confirm the original complaint as no lines were observed on the display. The display was clear and legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.